Event description:
The implantable neurostimulator was over-discharged. Two physician mode recharges were done and the normal recharge screen was seen. The pt was sent home to recharge the battery completely. The pt returned to clinic the following day, and the device was in a power on reset condition. The pt reported seeing that the 'bars' were fully charged. It was determined that the pt was looking at the recharge efficiency bars and not the battery status. Approximately 1 month later, another over-discharge was suspected. A physician mode recharge was done and the normal recharge screen was seen. The pt went home and recharged his device 100%. When he tried to turn the device on, the implantable neurostimulator was immediately depleted and over-discharged. The pt returned to clinic the next day. The neurostimulator was not communicating with the pt or physician programmer or the recharger. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to have the battery replaced after not having charged the battery for 5-6 years. There were no reported patient symptoms.